Event description:
The customer stated that she tested her blood glucose using 2 contour meters. The reading on her contour meter was 418 mg/dl, and the other contour read 118 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips will be sent.